Event description:
It was reported that pump issued repeated cartridge alarm 20 that did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a replacement pump, confirmed shipping details, instructed customer to place pump in storage mode before return, advised that pump settings and continuous glucose monitor would need to be set up on replacement device, and requested return of problematic pump using prepaid label within 10 days.